Manufacturer narrative:
A product investigation was completed: this complaint is not able to be confirmed because the complaint parts were not returned, only 2 concomitant parts were returned. The following were returned as concomitant devices without an alleged complaint condition: 135 deg aiming arm (part 357.367, lot unknown, quantity 1) and insertion handle f/trochanteric fixation nails (part 357.411, lot unknown, quantity 1). Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. No new malfunctions were identified as a result of the investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional code: hwc. (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a procedure for a left trochanteric fracture on (B)(6) 2017 where the surgeon was using the trochanteric fixation nailing system. During the procedure the surgeon was using a triple trocar sleeve instrument through the aiming arm instrument with the guide wire and both drill sleeves. As he was inserting the helical blade implant through the fixation nail implant he noted that the blade implant was catching on the nail. The case was delayed approximately 15 seconds as the surgeon was able to manipulate the implants a little bit for correct nail and blade placement. Surgery was completed successfully and patient is reported in stable condition. Concomitant devices reported: 135 deg aiming arm (part 357.367, lot number unknown, quantity 1), insertion handle f/trochanteric fixation nails (part 357.411, lot number unknown, quantity 1), extraction screw for femoral nail & spiral blade (part 357.361, lot number unknown, quantity 1), 3.2mm guide wire 400mm (part 357.399, lot number unknown, quantity 1). This report is for one (1) trochanteric fixation nail. This is report 1 of 2 for (B)(4).